Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the nozzle contains foreign objects, the adhesive around objective lens is peeled, the adhesive on the bending section rubber has white-clouded area, there is deformation of the scope cover, there is water tightness loss. The electrical connector has discoloration, the indication on suction connector is peeled, the light guide protector has a scratch, the protector of the universal cord on control section side has a scratch, the adhesive around objective lens is peeled, the adhesives around the light guide lens has white-clouded area, and the connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had air/water leakage from the insertion section. Inspection and testing of the returned device found the nozzle contained foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.